Manufacturer narrative:
The device was returned and evaluated. The reported complaint could not be reproduced during evaluation. However, review of the device data logs revealed several occurrences. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had peep turbine failure. There was no patient harm or serious injury reported as a result of this incident.